Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported non patient end bent after placement onto lantus pen consumers daughter reported this same pen needle jammed during injection, had to change the pen needle to complete the dose. Lot #: 0084087. Catalog#: 320555. Date of event: 02/18/2021.

Manufacturer narrative:
Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the pen ndl 32g 4mm was unable to deliver insulin/medication. The following information was provided by the initial reporter: consumer reported non patient end bent after placement onto lantus pen consumers daughter reported this same pen needle jammed during injection, had to change the pen needle to complete the dose lot #: 0084087, catalog#: 320555, date of event: (B)(6) 2021.